Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received. Blood glucose was 144 mg/dl. Tandem technical support assisted the customer with reloading the cartridge. Fill estimate was accurate.